Manufacturer narrative:
Inherent risk of procedure (death, migration, endoleak, rupture). Patient's condition affected effectiveness of device (severe aortic neck angulation, disease progression and aortic neck dilation). Conclusions: device failure/lack of effectiveness related to patient condition (severe aortic neck angulation, disease progression and aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 14 months post stent graft implantation, the patient was seen for a routine follow-up appointment. The CT demonstrated the stent graft had migrated. The migration was distally with a type I endoleak resulting in aneurysm enlargement. The cause of the migration was due to severe aortic neck angulation, disease progression and aortic neck dilatation. The patient was scheduled for repair, however, it was reported that the patient presented emergency with a contained ruptured abdominal aortic aneurysm. The physician elected to implant 3 stent grafts for repair of the rupture. It was reported later that day the patient expired.